Manufacturer narrative:
Product event summary: the lead was not returned for analysis. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The daily pace lead trend data showed an increase for superior vena cava (svc) impedance from 62 to 104 ohms between (B)(6) 2012.

Event description:
It was reported that the superior vena cava (svc) coil impedance triggered an alert for being out of range. The impedance trend showed a sudden increase to a high measurement. The right ventricular (rv) lead coil was slightly higher than it had been. The svc coil was programmed to off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited slowly increasing pacing impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.